Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the outer tube has a dent and therefore the parts are not dis-/reassemable. -the outer tube is damaged and therefore the dielectric strength is inadequate. -the outer tube is damaged and therefore the leakage current is inadequate. -the video cable is broken and therefore the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is deformed and therefore the parts are not dis-/reassembled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the outer tube was deformed, damaged and has a dent. The video cable was broken and therefore the image is not displayed. There was no patient involvement.